Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to alarms. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, motion sensor test failure and displacement test failure. The customer's blood glucose level was unknown at the time of incident. The customer reported receiving the motion sensor test failure, lost time and lost basal rates. The customer rewound the pump, however that¿s when the motor error was received. During troubleshooting the technician received the displacement test failure. The insulin pump will be returned for analysis.